Manufacturer narrative:
(B)(4).there is no sample available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter finland to report a leak of a multirate bolus infusor. The leak was discovered after preparation and during patient infusion. The device was filled with 40 ml of 10 mg/ml naropin, 20 ml of 50 micrograms/ml of fentanyl-hameln, and 210 ml of 9 mg/ml sodium chloride with a total volume 270 ml. The solution was not filtered before filling. The filling port and luer lock caps were closed and the bladder did not appear damaged. No sharp objects were used to open the overpouch of the device. No patient injury or medical intervention were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4).a batch review has been performed. All release criteria have been met for the production of this lot.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.